Event description:
It was reported that a femoral impactor broke intra-operatively while impacting the femoral implant. The procedure was completed using a secondary impactor. There were no consequences or impact to the patient. No further information is available.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.